Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection, with the naked eye, did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function tests were performed, and no issues were observed. The sample was machine tested and no issues and no alarms occurred; the reported system error 2240 alarm was not duplicated. The reported condition was not verified. The sample met specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of four of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a loose connection between the supply line of the homechoice cassette and supply bag that led to this alarm. Renal therapy services (rts) instructed the patient to disconnect aseptically and to drain manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.